Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the battery to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that the patient cart was unable to drive on battery. A biomedical staff member stated that when the power cable was removed, the patient side cart immediately switched off. Prior to contacting technical support, multiple restarts had been performed and the emergency power-off had been tried. The technical support engineer then reviewed the system logs but did not find any relevant entries. There was no report of patient involvement or reported injury.